Event description:
It was reported that the device on the right side was turning off while the pt was vacationing. The pt visited a clinic and all measured impedances were within the normal range. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)